Event description:
It was reported, approximately one month post implant, positioning difficulty occurred with the lead. Consequently, a revision procedure was completed for lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Electrical testing to determine continuity of the conductor(s) passed.